Event description:
Per sorin inc, it was reported that there was noise on the right ventricular channel. The device stored 5 episodes of non-sustained vt that showed noise on the ventricular channel. The real time measurements were normal. There was no real time noise observed. The rep did not try to reproduce the noise. It was suggested to get an x-ray. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available